Event description:
Patient under general anesthesia having two procedures performed: 10 diagnostic hysterscopy; 2) diagnostic laparoscopy. Patient coded 20 minutes after case began. Resuscitation was unsuccessful. According to medical examiner who performed autopsy, blood vessel in patient's mesentary was punctured, allowing co2 gas to enter, causing air embolus and cardiac arrest. Blood vessel puncture possibly caused by varies needle or trocardevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.